Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. Additional information was received indicating the electrode was fractured. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. Additional information was received indicating the electrode was fractured. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.